Event description:
It was reported that during a video gastroplasty procedure, according to the surgeon there was a failure during the firing of a load in the jejuno-jejunal anastomosis. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete interrupted cycle, damaged spring cartridge lockout tab. The following information was requested, but unavailable: please explain what the failure was with the two devices that were used in the case. On which firings did the event occur? What device was used (the product code for the cartridge was provided)? The analysis results found that two tr45w cartridge reloads were received for analysis. Cartridge (a) was received fully fired and in good visual condition. Cartridge (b) was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reloads. The batch record was reviewed and no anomalies were noted during the manufacturing process.